Manufacturer narrative:
Results: lesion morphology - 80% stenosis, heavily calcified with significant tortuosity, non-medtronic guide wire, no device received for evaluation. Conclusions: non-medtronic guide wire, lesion morphology - 80% stenosis, heavily calcified with significant tortuosity. (B)(4).

Event description:
The physician was attempting to treat a lesion in the lad. The lesion is described as a long mid lesion (60mm x 3.0mm) that crossed a diagonal artery. The lesion exhibited 80% stenosis and was heavily calcified (severe) with significant tortuosity (moderate). All devices were inspected and prepped per IFU. Pre-dilatation of the diagonal and lad with two sprinter legend rx devices was performed. Dissection of the mid lad occurred during dilatation. The dissection was treated when the stents deployed. The physician advanced a resolute integrity drug eluting stent to the most distal segment without resistance, but then met resistance in pulling back on the stent in order to deploy in the desired location. The stent was deployed and resistance was encountered in removing the stent delivery system. It appeared that the non-medtronic wire was not moving freely in the stent delivery system, so an alternative non-medtronic wire was advanced to the distal lad, and the initial wire and stent delivery system were removed together. The physician advanced another resolute integrity drug eluting stent with no resistance, but encountered difficulty moving proximal in order to place stent in desired location. The stent was deployed but resistance was encountered removing the stent delivery system. Multiple inflations were performed and the physician tried to control deep engagement of the guide, and finally removed the stent delivery system. On advancing the third resolute integrity drug eluting stent, there was difficulty advancing the stent so that it overlapped the second stent. Ultimately the stent was deployed. The final result was reported to be angiographically good.

Manufacturer narrative:
Evaluation results: related to operational context (the wires combined with the disease in the vessel may have impacted the device movement issues). Evaluation conclusion: operational context caused or contributed to the event (the wires combined with the disease in the vessel may have impacted the device movement issues). No device return. (B)(4).